Event description:
It was reported that the customer received multiple occlusion alarms. Troubleshooting was performed and found occlusion was within the cartridge. Customer changed cartridge, and no further occlusion alarms were received. Customer had elevated blood glucose levels (600 mg/dl), and delivered manual injections to stabilize her blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.